Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid left anterior descending artery. A 3.00mm x 15mm emerge balloon catheter was advanced to the dilate target lesion. The balloon was inflated however it ruptured at 14 atmospheres at an unknown number of inflation. Resistance was not encountered during the procedure. The balloon was completely removed from the patient. The procedure was completed using a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with a stopcock attached. The complaint device was returned with the box and pouch. There was blood in the hub and in the inflation lumen. Examination under magnification revealed a balloon pinhole and scratches on the balloon 5mm distal of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid left anterior descending artery. A 3.00mm x 15mm emerge balloon catheter was advanced to the dilate target lesion. The balloon was inflated however it ruptured at 14 atmospheres at an unknown number of inflation. Resistance was not encountered during the procedure. The balloon was completely removed from the patient. The procedure was completed using a different device. There were no patient complications reported and the patient's status is good.